Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was unknown. A correction bolus and correction injection were delivered to address bg. The customer reverted to an alternate method in insulin therapy.